Manufacturer narrative:
The reported medical device lot # 7m759a does not match with the reported medical device catalog # 367292. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® safety-lok¿ blood collection set, tubing luer adapter there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples from the customer facility for investigation. The product had exceeded its shelf life by over ten years, and therefore no testing could be conducted. Additionally, as the shelf life exceeds the minimum retention period for device history records, a DHR review could not be conducted. No further evaluation could be conducted on the customer samples, and therefore the customer¿s indicated failure mode for sleeve leakage with the incident lot was not observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer safety-lok blood collection set, tubing luer adapter there was an issue with leakage. There was no report of injury or further medical intervention.